Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 188998: (B)(4) items manufactured and released on 04-feb-2019. Expiration date: 2024-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 4 years after the primary, the patient came in after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.